Event description:
The customer reported to philips healthcare that the power supply for the codemaster xl was broken. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.